Event description:
It was reported to nova biomedical that a consumer received a result of 262 mg/dl on their blood glucose meter. The consumer administered unknown units of insulin based on that result. Several hours later before he was about to eat, the consumer experienced a hypoglycemic event requiring emergent food intake to help raise his blood glucose level. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
On (B)(4) 2013 - nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.